Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1mgrh, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 08-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that 'one of the leads fell off' and they had to have a revision. The patient did not provide any additional details. Agent did not ask about the circumstances that led to the reported issue.